Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The physician noticed that the patient had cardiac tamponade during the v-lead procedure. The procedure was interrupted and the cardiovascular surgeon was asked to take action. The doctor judged that the product was not faulty. Should additional information be received, this file will be updated.